Event description:
The hospital reported that during an endoscopic vein harvesting procedure the hemopro 2 during branch ligation with fasciotomy/tunnel plasty shut down as designed. There was a wait of 30 seconds by the clock with the device reactivating. Shut down ensued almost immediately. This scenario repeated itself 3 times before a new device was requested. Also the harvester complained that it felt as if the jaws were not closing completely. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issues(s) with this production lot. Internal file number - (B)(4).